Event description:
Caller reported intermittent occlusion alarms occurring. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery. Ultimately, the customer reverted to an alternate method of insulin therapy.